Manufacturer narrative:
According to the reporter, "she underwent a tummy-tuck and liposuction procedure. She developed complications from the surgery (hematoma, seroma, pain, etc) and underwent a second surgery for repair (tissue removal). She was using the medline saline solution for wound-packing and care and noticed blistering above her wound. She emergently went to the hospital and was found to have a bacterial infection of her abdominal would-pocket filled with pus, blood, and fluids. The wound had to be drained and cleaned. The infection was a result of using non-sterile saline solution. The reporter also stated that "there is a deep hole where the infection was in her abdomen and continues to experience severe pain, suffering, and depression". There is no sample for evaluation. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the reporter, "she underwent a tummy-tuck and liposuction procedure. She developed complications from the surgery (hematoma, seroma, pain, etc) and underwent a second surgery for repair (tissue removal). She was using the medline saline solution for wound-packing and care and noticed blistering above her wound. She emergently went to the hospital and was found to have a bacterial infection of her abdominal would-pocket filled with pus, blood, and fluids."